Manufacturer narrative:
A sample device was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted into a patient's eye, the surgeon observed a scratch on the periphery of the lens. Because the scratch was not central, the lens was left implanted. There was no patient impact and patient is doing well. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Three photos were provided of the lens in the eye. The first photo has two areas indicate with a red and a green circle. The area marked in green has the appearance of a scratch on the anterior surface. The area marked in green also has the appearance of a long narrow scratch. It can't be determined if this is also on the anterior surface. The second photo is the same image unmarked. There is distortion from the screen which makes it difficult to determine which surface the second mark is on. There is a third area which also appears to be a mark. Due to the clarity of the photo this can't be verified. The third photo also appears to show three marks in the lens. These are narrow in nature and are similar in appearance to damage caused by an instrument used to grasp the lens. Damage to the anterior optic surface would not be related to the cartridge as it does not contact the anterior optic surface during delivery. No other determination can be made without evaluation of the lens or the cartridge . The customer indicated the use of a qualified 19.5 diopter iol and viscoelastic. Iol product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation of the attached photos, the optic appears to have markings that have the appearance of scratches. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).